Event description:
The customer was hospitalized for high bgs. It was reported that the infusion set was changed several times since the alarm. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and passed. Instructed the customer to change the infusion set and use manual injections per md protocol. Suggested to call back the help line for further assistance is needed.